Event description:
It was reported that during the procedure to implant this left ventricular (lv) lead, the physician experienced difficulty trying to gain access to implant the lead. The lead was attempted; however, during the process, the patient's left bundle branch was damaged, and the patient became pacemaker dependent. After this, the physician was going to end the procedure and switch from lv pacing to bundle of his pacing at a later date. It was then noted that the patient started to decline, and in the process of closing the device pocket, the patient was in ventricular fibrillation (vf)/ventricular tachycardia (vt), and chest compressions were started. The patient was shocked externally, which converted the arrhythmia. However, the patient continued to decline and eventually had pulseless electrical activity (pea) as a rhythm and the patient expired.